Manufacturer narrative:
It was reported that a fall occured due to the cane becoming bent and "part of the cane came off". Due to this, the user went to the hospital and required stitches. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Cane bent causing fall.